Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received two occlusion alarms. The customer's blood glucose level was not impacted. As the customer was at work, the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.